Manufacturer narrative:
(B)(4). The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The lead was later explanted due to the noise and was replaced. No additional adverse patient effects were reported.